Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report. Implant was discarded at the user facility.

Event description:
It was reported by a sales representative that an implant was removed due to a reaction that the patient had experienced. Original surgery had no complications. Unknown whether the implant caused patients reaction. Sales rep present for revision surgery.